Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring issued an alert for high out of range pacing impedance measurements of greater than 2500 ohms on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. Upon review the medical personnel noted that there had been several out of range impedance measurements over the last three months. The patient was brought into the clinic and the out of range impedance measurements were able to be replicated. The medical personnel also noted that there was oversensing of noise on the electrogram (egm) during the office visit. Boston scientific technical services (ts) was consulted and the possibility of a lead fracture was discussed. The medical personnel planned to consult with the physician for further troubleshooting and resolution. A revision procedure was performed where the ra lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.